Event description:
Customer reported that they were unable to calibrate all day. Customer's blood glucose reading was noted to be over 400 mg/dl. Customer declined troubleshooting and stated that the blood glucose readings were decreasing. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.